Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a device failure occurred during patient transport. The patient was moved from the or to the awr (5-10 min) and, according to the user, the device failed without an error message and without a power failure alarm. No patient health consequences were reported.

Event description:
It was reported that a device failure occurred during patient transport. The patient was moved from the or to the awr (5-10 min) and, according to the user, the device failed without an error message and without a power failure alarm. No patient health consequences were reported.

Manufacturer narrative:
The affected device was examined on site by dräger service; the log file was available for the investigation. The affected device was not equipped with an external battery. Based on the log file analysis, it could be confirmed that the device was put into operation on august 12, 2024 with an unknown charge status of the internal battery and that the ventilation was started. No device check was carried out before operating the device, as required by the instructions for use (last device check was on august 2, 2024). During operation, the specified battery alarms were generated visually and acoustically within one minute with increasing priority. The device then switched off due to a complete loss of power and the power failure alarm was generated. The device immediately restarted the next minute after the device was reconnected to a power supply. The device, savina 300, has batteries with lead-gel technology. Batteries of this type are particularly suitable for use as back-up batteries. If these batteries are used in irregular alternating operation, e.g. In intra-hospital transport, the service life is shorter due to the technology. In this case, more frequent replacement of the internal battery or additional use of the external battery option is recommended. The battery life specified in the instructions for use refers to new, fully charged batteries. The ageing process of the internal battery depends on the discharge/recharge cycles, temperature, ventilation parameters, storage conditions and other factors. According to the instructions for use, the internal battery should be replaced after 24 months at the latest; the internal battery of the device in question was 20 months old. When powered by internal battery: during the discharge process, savina displays successive alarm messages from "internal battery activated" to "internal battery low" to "internal battery discharged" with increasing priority. When the battery is completely discharged, the device switches off and an audible power failure alarm is generated for at least 2 minutes. If ventilation is active at this time, the pneumatic system opens, reducing the airway pressure to ambient pressure and allowing the patient to breathe spontaneously. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.